Event description:
It was reported that balloon rupture occurred. On (B)(6), 2023, an angioplasty was performed with a 3.50mm x 8mm nc emerge balloon catheter for post-dilatation of the implanted stent. However, after the device was placed in the coronary artery, it did not expand. The device was removed, and a puncture was noted. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was tightly folded. At 10cm proximal from the rapid port exchange, the shaft and hypotube were kinked at the same location. At 3mm distal to the bicomponent weld, for a length of 1mm, the guidewire lumen was prolapsed and punctured. Product analysis confirmed the reported event, as the guidewire lumen was prolapsed and punctured.

Event description:
It was reported that balloon rupture occurred. On (B)(6) 2023, an angioplasty was performed with a 3.50mm x 8mm nc emerge balloon catheter for post-dilatation of the implanted stent. However, after the device was placed in the coronary artery, it did not expand. The device was removed, and a puncture was noted. No patient complications were reported.